Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had 7 infusion sets where the adhesive has been coming off. Customer has been wearing it on the backside of his arm for the last 6 months. Customer stated that he has to throw the insulin away. Customer's blood glucose gets up to 452 mg/dl. Customer's blood glucose was 49 mg/dl at the time of the incident. Customer does not perspire heavily. Customer will be sent replacement infusion sets.